Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for generator and lead replacement. It was reported that x-rays identified that the lead was split in half approximately 8cm from the electrodes. The patient underwent generator and lead replacement. The lead impedance with the new vns system was within normal limits. It was reported that the generator was replaced due to near end of service. The explanted devices have not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted devices were received on 11/30/2015 and analysis is underway for the lead, but has not been completed to-date. Analysis was completed for the returned generator on 12/22/2015. The data downloaded from the generator shows high impedance on (B)(6) 2014. The measured battery voltage indicated a near end of service condition. The electrical test results show that the generator performed according to functional specifications, and the end-of-service condition is an expected event. There were no other performance or any other type of adverse conditions found with the pulse generator.

Event description:
Analysis was performed on the returned lead portions. During the visual analysis the coils appeared to be broken. Scanning electron microscopy was performed and identified areas of the broken coil strands as being mechanically damaged with pitting, and some with fatigue and rotational stress induced fracture. Pitting was observed on the coil surface. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. The lead assembly was returned in numerous pieces, therefore it is possible that the entire lead was not available for analysis.

Manufacturer narrative:
Age at time of event, corrected data: the age of the patient at the time of the event was inadvertently provided incorrectly in the initial report. Relevant tests/laboratory data, corrected data: the most recent available diagnostic data was inadvertently not included in the initial report.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.